Manufacturer narrative:
Device is a combination product. Correction made in "describe event or problem " it was further reported that target lesion #2 was located in the mid lad to proximal lad with 80% stenosis and was 38mm long, with a reference vessel diameter of 2.75 mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.75 mm x 38 mm promus priemiere stents. Post procedural stenosis was reported as 0% for proximal lad to mid lad. The subject was discharged four days post index procedure. Previously reported as "the target lesion #2 was treated with pre-dilatation and placement of a 3.50 mm x 20mm promus premier stent. Following this intervention, post dilatation was performed. Post procedural stenosis was reported as 0% for proximal lad. The subject was discharged with medication."

Event description:
Promus premier china clinical study. It was reported that atrial fibrillation occurred. In (B)(6) 2019, the subject was diagnosed with stable angina and index procedure was performed. Target lesion #1 was located in the mid left anterior descending (lad) with 80% stenosis and was 38 mm long, with a reference vessel diameter of 2.75 mm. The lesion was then treated with a promus premier stent. The target lesion #2 was located in the proximal lad with 80% stenosis and was 24 mm long, with a reference vessel diameter of 3.5 mm. It was further reported that target lesion #2 was located in the mid lad to proximal lad with 80% stenosis and was 38mm long, with a reference vessel diameter of 2.75 mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.75 mm x 38 mm promus priemiere stents. Post procedural stenosis was reported as 0% for proximal lad to mid lad. The subject was discharged four days post index procedure. Previously reported as "the target lesion #2 was treated with pre-dilatation and placement of a 3.50 mm x 20mm promus premier stent. Following this intervention, post dilatation was performed. Post procedural stenosis was reported as 0% for proximal lad. The subject was discharged with medication." In (B)(6) 2019, the subject was noted with atrial fibrillation and was hospitalized on the same day. Atrial septal puncture, three dimensional cardiac mapping and radiofrequency ablation were performed in response to this event. Six days later, the event was considered resolved and the subject was discharged on the same day.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that atrial fibrillation occurred. In (B)(6) 2019, the subject was diagnosed with stable angina and index procedure was performed. Target lesion #1 was located in the mid left anterior descending (lad) with 80% stenosis and was 38 mm long, with a reference vessel diameter of 2.75 mm. The lesion was then treated with a promus premier stent. The target lesion #2 was located in the proximal lad with 80% stenosis and was 24 mm long, with a reference vessel diameter of 3.5 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50 mm x 20mm promus premier stent. Following this intervention, post dilatation was performed. Post procedural stenosis was reported as 0% for proximal lad. The subject was discharged with medication. In (B)(6) 2019, the subject was noted with atrial fibrillation and was hospitalized on the same day. Atrial septal puncture, three dimensional cardiac mapping and radiofrequency ablation were performed in response to this event. Six days later, the event was considered resolved and the subject was discharged on the same day.